Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a "gtt bolus error". The customer indicated this error resulted in inaccurate infusion. There was patient involvement but the information on patient impact is unknown. Although repeatedly requested, no additional information was provided.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, f24 - insufficient information. Correction: describe event or problem, date of event, concomitant med prod data. Additional information : unique identifier (UDI),, medical device serial #, device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, device manufacture date , imdrf annex a,f,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had a "gtt bolus error". The customer indicated this error resulted in inaccurate infusion. It was reported that the IV fluid and tubing were seen "disconnected from patient, the pump showed that the channel was turned off but was alarming air-in-line.¿ it was reported that the "IV fluid was all over the floor and the IV bag was empty." There was patient involvement but no harm.